Event description:
It is reported that the tibial component broke when inserting the articular surface.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. The zimmer lps fixed knee surgical technique indicates that to implant the articular surface into the tibial plate to "engage the hook on the insertion tool with the mating slot in the front of the plate and close the lever with your index finger. This should lock the insertion tool to the tray. Place the articular surface onto the implant tray, engaging the dovetails. Steady the surface on the tray with one hand by applying downward pressure near the posterior cruciate cutout. Squeeze the handles of the insertion tool to seat the articular surface." Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit utilizing the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.